Event description:
Medtronic received information regarding an imaging system being used in a fusion procedure. It was reported that the initial problem was that the navigation system could not see the imaging system, even though the network configuration were correct and they were connected. The imaging system could see the navigation . Rebooting the system resolved the issue. After that the site took a nav spin, but were unable to transfer it to the navigation system. The site was receiving a "failed to load digital intercommunication of medicine (dicom)" message on the mobile view station (mvs). The site tried different ethernet cables with no resolution. The procedure was delay less than an hour. No impact on patient outcome.

Manufacturer narrative:
Patient information received. Event description updated. Initial reporter received. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The software investigation found that this reported issue was not a software issue. According to the resolution the issue was due to configuration issues. The software was functioning as designed. It was determined there was an accidental radiation occurrence due to image transfer/nav system communication. No defect in an electronic product or failure to comply per 21 cfr 1003 was discovered. The investigation concluded the issue was due communication configuration issue. Mvs station the speed was set to auto-sense to recover. System works as designed. Number of people exposed: 1 - patient total number of people in or unknown estimated absorbed or effective dose information is not available. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used in a fusion procedure. It was reported that the initial problem was that the navigation system could not see the imaging system, even though the network configuration were correct and they were connected. The imaging system could see the navigation . Rebooting the system resolved the issue. After that the site took a nav spin, but were unable to transfer it to the navigation system. The site was receiving a "failed to load digital intercommunication of medicine (dicom)" message on the mobile view station (mvs). The site tried different ethernet cables with no resolution. The procedure was delay less than an hour. No impact on patient outcome.

Manufacturer narrative:
Patient information was unavailable from the site. A manufacturer representative went to the site to test the imaging system and confirmed the reported issue. The mobile view station (mvs) speed was set to half duplex and they set it to auto-sense and the issue resolved. A system checkout was performed and the system is working much faster now. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used in a procedure. It was reported that the initial problem was that the navigation system could not see the imaging system, even though the network configuration were correct and they were connected. The imaging system could see the navigation . Rebooting the system resolved the issue. After that the site took a nav spin, but were unable to transfer it to the navigation system. The site was receiving a "failed to load digital intercommunication of medicine (dicom)" message on the mobile view station (mvs). The site tried different ethernet cables with no resolution.